Manufacturer narrative:
Revision information was not made available to nalu and the reason for the revision is unknown. In (B)(6) 2023 the patient requested system explant due to discomfort after significant weight loss. Explant is reported per MDR report 3015425075-2023-00112.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021. A surgical revision was performed on (B)(6) 2022 for unknown reason. At the time of the revision the patient was issued a replacement implantable pulse generator as well as replacement external therapy discs.